Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue occurred at 6pm on (B)(6) 2014. At this time the patient obtained blood glucose readings of ¿598 and 47mg/dl¿ on the subject meter within 20 minutes of each other. The patient regulates their diabetes with insulin pump therapy and in response to the erratic readings the patient increased their insulin intake by an unknown amount. It was noted that the patient did not develop any symptoms as a result of the alleged inaccuracy, however at 6:15pm, the same evening, the patient self-treated by consuming more food and/or drink. It is not known if the patient tested their blood glucose on another device during this period. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The calculated difference of these glucose results exceeds lfs¿s criteria for precision. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.